Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Family member/friend reported healthcare provider (hcp) needs MRI to replace the ins / leads. Caller reported that the ins moved on the patient and things have moved in his back and were causing him a lot of pain. The caller stated that stimulation has been off for a while and the patient has not recharged the ins since unknown event date. It was reviewed that the patient could connect with an hcp to have his ins restarted. Caller was redirected to the healthcare provider (hcp).